Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that a patient presented remotely with an implantable cardioverter defibrillator that exhibited ventricular oversensing that was creating short pauses. The cause was unknown, but possibly myopotential oversensing. Testing and programming changes were discussed, but have not been done as of yet.